Manufacturer narrative:
A ge service rep performed an investigation by telephone. The power supply problems were resolved by the customer with technical support from the MFR. The system operates as intended.

Event description:
The customer reported the 2800 system would not power on and there was generator error message. No pt injury was reported.